Event description:
It was reported that blood back flowed in a clearlink system non-dehp y-type catheter extension set. Once the extension set is connected to the patient catheter, ¿blood comes out between the two tubes at the bifurcation when flushing saline¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 expiration date: update the null value from 'ni' to 'n/a'. H11: three (03) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed and a leak was observed between the tubes and bifurcated y-junctions. The tubing dimensions and insertion depths were within specifications. The reported condition was verified as a leak. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.